Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: the pump's black box showed evidence of unexplained pump reboot events. The battery compartment was cracked at the side near the threads and cracked from the bumper pad and cover. There was evidence of moisture observed in the compartment. A battery cap was not returned with the pump so a test cap was used to complete investigation. The test cap was able to securely attach to the pump. A 24 hour duration test was performed with no pump reboots being duplicated. The pump failed a leak test due to the battery compartment cracks. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit present. Unrelated to the power issues, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with intermittent power with the pump. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.